Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 11/08/2011 with the following findings: the bolus button was found to be unresponsive. The bolus button was removed and the contact was found to be unresponsive. Unrelated to the event the contrast button was found to be unresponsive, there was contamination under the button contacts and the display flex was found to be damaged. (B)(6).

Event description:
It was reported that the screen was blank. The pump has been returned and was evaluated by product analysis on 11/08/2011 with the following findings: the bolus button was found to be unresponsive. The bolus button was removed and the contact was found to be unresponsive. This report is being made based on the results of evaluation.